Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, post reset ram crc alarm, power loss alarm and blank display anomaly on the insulin pump. Customer's blood glucose level went as high as 529 mg/dl. Customer took an addition correction through insulin pump and blood glucose value came down to 457mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer's current blood glucose level was 444 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. Customer replaced the battery on the insulin pump, cleared the alarms and the display returned. The insulin pump will not be returned for analysis.